Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump failed leak test through a crack in the case between the display lens and the case seal. There was no evidence of moisture noted in the pump with the case opened. The pump booted up with a dim red color display. When the pump display is replaced with a test display the variance in color/contrast is fixed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.